Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that they sent to the arm to the l2 left trajectory to firstly place the k-wire and when they took c-arm confirmation images, the l2 wire had skived and was deviated from the plan. The surgeon had placed all the k-wires, starting with l2 left, and then took the c-arm confirmation image prior to placing screws. On the c-arm image, the surgeon noted that the l2 left k-wire was deviated by 3-4 millimeters (mm) laterally. All other k-wires were placed on trajectory. They attempted to re-plan the l2 left trajectory twice, but could not get the k-wire on trajectory. Finally, they re-registered the patient and placed the l2 left k-wire on trajectory and were able to then place all the screws. The patient was mounted using a schanz bridge to schanz connector into the posterior superior iliac spine (psis). This was an x-eye case where they used competitive tools to dilate and drill the holes for k-wire placement. There was no impact to patient's outcome and surgical delay was reported as about 15-minutes.